Manufacturer narrative:
The k electrode lot number and expiration date were requested, but not provided. The field service engineer replaced pinch tubing, a sipper nozzle, a vacuum nozzle, a sealed piece, and all electrodes. Reagents were primed and ise checks were performed. Based on the ise checks, it was determined there was an issue with some valves. The investigation determined the issue is consistent with a mechanical issue involving the valves. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the k electrode on a cobas c 303 analytical unit. The customer complained of ise noise errors. After resolving the error, a roche application specialist ran the sample on the c 303 system and repeated it on a second analyzer. The sample initially resulted in a k value of 4.14 mmol/l and it repeated as 4.6 mmol/l.